Event description:
It was reported that the patient experienced a post operative internal infection following a gynecological surgery that took place approximately six weeks ago. It was believed that the device could have been the cause. The device was discarded and will not be returned to the manufacturer.

Manufacturer narrative:
The device was an ethicon model trocar. The device was not returned to the manufacturer as of the date of this report and was reported to be discarded by the user facility.